Event description:
The customer reported that the system displayed a cine disk not available error message and the loss of cine functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk and cine disk drives were replaced. The system was then found to be operating as intended.